Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('feel like a walking bloated mess') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), flatulence ("gas cramps"), nausea ("nausea"), mood altered ("moodiness"), toothache ("teeth are super paiful"), gingival bleeding ("gums bleed"), breast pain ("sore boobs") and dental caries ("teeth rottling under crown"). The patient was treated with surgery (laparoscopic assisted vaginal surgery to cut uterus, tubes, cervix, essure removed). Essure was removed in 2015. At the time of the report, the abdominal distension had resolved and the flatulence, nausea, mood altered, toothache, gingival bleeding, breast pain and dental caries outcome was unknown. The reporter considered abdominal distension, breast pain, dental caries, flatulence, gingival bleeding, mood altered, nausea and toothache to be related to essure. The reporter commented: initially (6-may-2015) patient reported in social media "I feel like a walking bloated mess some days. I had my teeth fixed and crowned about 4 years ago, shortly after I got essure. This past year my teeth went for sh. I am currently waiting for my hysto". In follow-up social media report (date unspecfied), reporter stated "I am getting uterus, tubes, cervix cut next week laparoscopic assisted vaginally". In further follow up in social media post patient stated "first time in four years I can see my abdomen. Incisions are healing nicely. I almost cancelled my wedding in mexico because of e-hell. I won't have to say "actually I'm not pregnant". Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: gas pain, nausea, moodiness were added. On (B)(6) 2020: social media content received: reporter added. Event tooth pain, bleeding gum , dental caries added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('feel like a walking bloated mess') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), flatulence ("gas cramps"), nausea ("nausea"), mood altered ("moodiness"), the first episode of toothache ("teeth are super paiful"), gingival bleeding ("gums bleed"), breast pain ("sore boobs"), dental caries ("teeth rottling under crown"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("tired all the time"), abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of toothache ("cramping along with dental problems"), night sweats ("night sweats"), acne ("acne"), malaise ("sickness"), abdominal cramp ("abdominal cramp"), depression ("depression") and pain ("essure causes pain") and was found to have weight increased ("weight incresaed"). The patient was treated with surgery (laparoscopic assisted vaginal surgery to cut uterus, tubes, cervix, essure removed). Essure was removed in 2015. At the time of the report, the abdominal distension had resolved and the flatulence, nausea, mood altered, gingival bleeding, breast pain, dental caries, arthralgia, headache, fatigue, abdominal pain, back pain, the last episode of toothache, night sweats, acne, malaise, weight increased, abdominal cramp, depression and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, arthralgia, back pain, breast pain, dental caries, depression, fatigue, flatulence, gingival bleeding, headache, malaise, mood altered, nausea, night sweats, pain, weight increased, the first episode of toothache, abdominal cramp and the second episode of toothache to be related to essure. The reporter commented: initially ((B)(6) 2015) patient reported in social media "I feel like a walking bloated mess some days. I had my teeth fixed and crowned about 4 years ago, shortly after I got essure. This past year my teeth went for sh... I am currently waiting for my hysto". In follow-up social media report (date unspecfied), reporter stated "I am getting uterus, tubes, cervix cut next week laparoscopic assisted vaginally". In further follow up in social media post patient stated "first time in four years I can see my abdomen. Incisions are healing nicely. I almost cancelled my wedding in mexico because of e-hell. I won't have to say "actually I'm not pregnant". Concerning the injuries reported in this case, the following ones were described in patients social media record: abdominal distension, abdominal cramp and pain nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media: new event was added as sickness, weight increased, abdominal cramp, depression and pain nos. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('feel like a walking bloated mess') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("had teeth fixed and crowned shortly after essure placement about 4 yrs ago/ this past year tho my teeth really went for shit"). On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal surgery to cut uterus, tubes, cervix, essure removed) and teeth fixed and crowned in 2011. Essure was removed in 2015. At the time of the report, the abdominal distension had resolved and the tooth disorder outcome was unknown. The reporter considered abdominal distension and tooth disorder to be related to essure. The reporter commented: initially ((B)(6) 2015) patient reported in social media "I feel like a walking bloated mess some days. I had my teeth fixed and crowned about 4 years ago, shortly after I got essure. This past year my teeth went for sh... I am currently waiting for my hysto". In follow-up social media report (date unspecfied), reporter stated "I am getting uterus, tubes, cervix cut next week laparoscopic assisted vaginally". In further follow up in social media post patient stated "first time in four years I can see my abdomen. Incisions are healing nicely. I almost cancelled my wedding in mexico because of e-hell. I won't have to say "actually I'm not pregnant". Most recent follow-up information incorporated above includes: on 10-oct-2019: this case was detected to be a duplicate to records # us-bayer-(B)(4)(medwatch 3500a MFR number 2951250-2019-10858) and us-bayer (B)(4) from which all information was transferred to this record (us-bayer-(B)(4)), then both duplicate records# us-bayer-(B)(4) will be deleted : new: comment was added: " first time in four years I can see my abdomen. Incisions are healing nicely. I almost cancelled my wedding in mexico because of e-hell. I won't have to say "actually I'm not pregnant" no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('feel like a walking bloated mess') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), flatulence ("gas cramps"), nausea ("nausea"), mood altered ("moodiness"), the first episode of toothache ("teeth are super painful"), gingival bleeding ("gums bleed"), breast pain ("sore boobs"), dental caries ("teeth rottling under crown"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("tired all the time"), abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of toothache ("cramping along with dental problems"), night sweats ("night sweats") and acne ("acne"). The patient was treated with surgery (laparoscopic assisted vaginal surgery to cut uterus, tubes, cervix, essure removed). Essure was removed in 2015. At the time of the report, the abdominal distension had resolved and the flatulence, nausea, mood altered, gingival bleeding, breast pain, dental caries, arthralgia, headache, fatigue, abdominal pain, back pain, the last episode of toothache, night sweats and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, arthralgia, back pain, breast pain, dental caries, fatigue, flatulence, gingival bleeding, headache, mood altered, nausea, night sweats, the first episode of toothache and the second episode of toothache to be related to essure. The reporter commented: initially (6-may-2015) patient reported in social media "I feel like a walking bloated mess some days. I had my teeth fixed and crowned about 4 years ago, shortly after I got essure. This past year my teeth went for sh... I am currently waiting for my hysto". In follow-up social media report (date unspecified), reporter stated "I am getting uterus, tubes, cervix cut next week laparoscopic assisted vaginally". In further follow up in social media post patient stated "first time in four years I can see my abdomen. Incisions are healing nicely. I almost cancelled my wedding in mexico because of e-hell. I won't have to say "actually I'm not pregnant". Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: joint pain, headaches, tired, abdominal pain, cramping with dental issues, back pain, night sweats, ace were added. Fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('feel like a walking bloated mess') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("had teeth fixed and crowned shortly after essure placement about 4 yrs ago/ this past year tho my teeth really went for profanity"). On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal surgery to cut uterus, tubes, cervix) and teeth fixed and crowned in 2011. Essure was removed. At the time of the report, the abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension and tooth disorder to be related to essure. The reporter commented: initially ((B)(6) 2015) patient reported in social media "I feel like a walking bloated mess some days. I had my teeth fixed and crowned about 4 years ago, shortly after I got essure. This past year my teeth went for sh... I am currently waiting for my hysto". In follow-up social media report (date unspecified), reporter stated "I am getting uterus, tubes, cervix cut next week laparoscopic assisted vaginally" most recent follow-up information incorporated above includes: on 18-jun-2019: this case was detected to be a duplicate to record# (B)(4) (medwatch 3500a MFR number 2951250-2019-02924) which will be deleted after all information was transferred to this record ((B)(4)): new information: intervention added: '"I am getting uterus, tubes, cervix cut next week laparoscopic assisted vaginally", previously reported event abdominal distension was upgraded to incident. Amendment: this patient's case was always reported via social media (detected in lawyer report for other patient), thus it is no potentially legal case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.